Manufacturer narrative:
Product received on: (B)(6) 2021. Investigation ¿ evaluation: it was reported by, miami valley hospital, USA, ¿patient returned, and x-rays show the tube to be broken off with only the distal end still in the patient.¿ as reported, on 24jan2021, an unknown patient required placement of a ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-6s-clm-rh, product lot number: 13545980) during a procedure to place a right side nephrostomy tube. On 01feb2021, the patient returned to medical center for an outpatient visit due to the nephrostomy tube being dislodged. Fluoroscopy was utilized and a fragmented piece of catheter was visualized. The patient underwent a percutaneous procedure, and the fragmented piece of the catheter was removed. Another similar device (unknown rpn, unknown product lot number) was placed successfully to continue treatment. No other adverse effects to the patient were reported. A review of the documentation including the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, quality control and specifications, as well as a visual inspection of the returned device was conducted during the investigation. An 11cm section of catheter tubing and a portion of the black suture string were returned for evaluation. Upon visual inspection, the separated section of the tubing was found to be uneven. The mac-loc fitting was not returned. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) found that controls are in place for this failure. A review of the device history record (DHR) for lot 13545980 and catheter tubing lot sa13445578 found no related nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with this lot number. Since there is objective evidence the DHR was fully executed, and there are no other lot-related complaints that have been received from the field, it was concluded that there is no evidence that non-conforming product exists in house, in the field and that device was manufactured to current specification. The instructions for use (IFU), provides the following information related to the reported failure mode: "precautions patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter." Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that the cause of the event was due to a component failure without design or manufacturing deficiency. It is highly probable that during the insertion of the device excessive tension was inadvertently applied by the user, which could weaken the catheter material. This combined with patient movement/activity after the event, weakened the material further causing separation. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Implant date was either (B)(6) 2021. Occupation: supervisor. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required an ultrathane mac-loc locking loop multipurpose drainage catheter for a nephrostomy procedure. Some time after placement, the patient noticed the catheter was "dislodged". X-rays revealed the catheter had "broken off with only the distal end still in the patient". The device fragment in the patient was successfully retrieved percutaneously. The operator successfully replaced the device with a new, similar device. No other adverse effects were reported for this incident.